Event description:
The pt was admitted to the hospital on (B)(6) 2010 with pneumonia. The pneumonia cleared up. The pt was still hospitalized due to overdose symptoms; the pt was lethargic, sleeping too much, and wasn't eating. The pt acted like a typical pt that was being overdosed with medication. The pt's primary healthcare provider (hcp) indicated that the pt had a similar situation back in may regarding an overdose (see MFR's report #6000030201004826). The hcp wanted the pump to be turned down. The hospital and family were unaware of any recent refills or changes to the prescription. The pt's status was noted to be "serious." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).